Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that approximately one week following a routine device replacement, the chronic right ventricular (rv) lead triggered an out of range pace and rv ring to rv coil impedance alert. It was noted the rv lead had shown a slight rise in the threshold value at implant and one week later, the pacing impedance jumped to a high value and then back down to nominal range. The patient was sent home and the alert was triggered again due to high pacing impedance. It was added the rv lead impedance alert would be programmed off and the remote alert for impedance measurements would remain in use. The physician also indicated a cardiac silhouette (cxr) would be performed to rule out a misconnection between the lead pin and the implantable cardioverter defibrillator (ICD) connector port. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.